Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Synthes rep. Without a lot number, the device history records review could not be completed as no product was received. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent an open reduction internal fixation (orif) of the right femur, a variable angle (va) curved condylar plate was attached to a percutaneous aiming jig. The point of contact where the jig and the plate connect is threaded. The threads on the plate were stripped and no longer usable. It had to connect the aiming instruments to a shorter, less ideal plate in order to finish the case. There was a surgical delay of 20 minutes. Procedure was successfully completed. There was no patient consequence. Concomitant device reported: unknown handle (part # unknown, lot # unknown, quantity 1). Unknown aiming arm (part # unknown lot # unknown, quantity 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).